Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer's blood glucose was 305 mg/dl. The customer does not use the sensor feature. They were unable to rewind the device. The discontinuation of the device was advised. The customer called back later and stated that they were able to clear the alarm and were inquiring if it was safe to use the insulin pump at that point. But, they were still advised to discontinue the use of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test due to faulty force sensor. The motor was tested outside the device and passed the test. The device was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.